Event description:
Pump declared alarm 20 during load process, prompting customer inquiry. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Cts assisted caller with new cartridge loading technique, but issue persisted. Cts arranged replacement pump shipment and instructed customer to use mdi as backup therapy. Customer understood storage mode instructions and planned to return faulty pump within 10 days.